Event description:
Lenses were dispensed to this 38 year old female pt on 9/9/97 on a daily wear schedule. The pt "kept experiencing spk, mild nevus, panus, and infiltrates" in both eyes. On 10/30/97, she developed an eye infection. Tobradex was prescribed with no lens wear. By 11/11/1997 the pt's condition was resolved. She has been fit with another coopervision lens (preference tonic) and is doing fine. The dr thinks that the pt is sensitive to the lens material.